Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma, eye irritation, nose irritation, skin irritation, respiratory tract irritation dizziness and/or headache, hypersensitivity and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. Secondary findings were observed. There was 13 error code found. They couldn't confirm the customer's allegation. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
"The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma, eye irritation, nose irritation, skin irritation, respiratory tract irritation dizziness and/or headache, hypersensitivity and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed."